Event description:
It was observed that during the device evaluation, that the fiberscope exhibited a missing light guide glass cover and restriction in the forceps passage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the light guide cover was missing and there was restriction in the forceps passage. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.